Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the jw3 with 1 ml of juvéderm® voluma® with lidocaine. Four months later, the patient experienced ¿delayed onset of granuloma¿ injection site and mandibular contour. Two months later, the event was observed by the healthcare professional. Event is ongoing.